Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced atrial fibrillation (af) with rapid ventricular response (rvr). It was also noted that the implantable pulse generator (ipg) exhibited a pacing spike and the right atrial (ra) lead and right ventricular (rv) lead exhibited under-sensing and diminished sensing. The ipg,ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.